Event description:
It was reported that post implant of the right ventricular (rv) lead, the patient fainted after leaving the hospital. The patient received check up and it was observed the lead had dislodged in the atrium. The lead was capped and replaced. No further patient complications have been reported as a result of this event.